Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 279 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.